Event description:
Secondary program failed, medication was not delivered though "volume to be infused" counted down to zero in the time programed. Upstream occlusion was frequently sounding with no apparent occlusion. FDA safety report ID# (B)(4).